Event description:
The healthcare professional reported that during an endovascular embolization procedure, when the complaint coil, a 14mm x 30cm orbit galaxy complex frame (640cr1430 / 30848873) was being delivered, the coil became impeded in the microcatheter and could not pass through. After several unsuccessful attempts, the physician retracted the coil and it detached prematurely in vitro. The coil was detached from the delivery wire. The coil was replaced to complete the procedure using the original microcatheter (unspecified brand) there was no report of any negative patient impact. On 14-jun-2024, additional information was received. Per the information, the patient is a 49-year-old female. The procedure was a stent-assisted coil embolization procedure targeting the vertebral artery. The information indicated the neck orifice of navicular aneurysm was 10.4 and there were two procedure images included. The microcatheter used was a cenovus 0.0165 microcatheter, catalog and lot number are not obtainable. Continuous flush was maintained through the microcatheter. The replacement coil was not another 14mm x 30cm orbit galaxy complex frame (640cr1430). There was no procedure delay due to the reported issue. The two procedure images included with the additional information received will undergo independent physician review. The review is pending.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone: (B)(6) . The initial reporter email address was not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30848873) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the medical image review completed on 17-jul-2024, of the two procedure images received with the additional information on 14-jun-2024. The description of the case is clear. Two images are provided which are both on a telephone with and without measurement of the vasculature and aneurysm. A triangular aneurysm is visible in the distal vertebral artery. The images do not show the coil, nor the microcatheter and are therefore not relevant in the understanding of the observed coil failure. The reason for the difficulty in delivering the coil can vary from anatomical configuration to catheter failure, coil failure, coil mishandling and any factor that is unforeseen. None of the factors can be deducted from the images, but the description suggests that the catheter cannot have been the culprit given the fact that the next coil was delivered without problems. Further analysis of the coil that was not delivered and that prematurely detached, would be advisable and may lead to an answer as to the how/why. Physician name and date reviewed: (B)(6). Updated sections: b.4, d.4, g.3, g.6, h.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.